Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the erosion was not confirmed. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. No visual damages were found upon inspection. The cylinders passed all tests performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested. No visual damages were found upon inspection. The pump passed all tests performed. Product analysis was unable to confirm the reported events. Labeling review: a review of the labeling confirmed the reported adverse events of erosion is included in the product labeling. There is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the conclusion code of known inherent risk of device was chosen as erosion is identified in our labeling as a known risk and there was no device malfunction identified.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to erosion. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.